Manufacturer narrative:
Based on the evaluation of the event, improper handling of the sterile basin pack is attributed to the hole identified by the user facility. The issue was identified during initial set-up of the operating room prior to the start of a patient procedure. A new basin set was utilized and the procedure continued as scheduled without delay. There was no harm or safety issue presented to the patient. Upon notification of the event, the surgical linen was requested for evaluation by synergy health personnel at which time the presence of the hole was confirmed. Proper care should be taken by user facility personnel while handling sterile basin packs as holes, tears, and other damage may occur due to the improper storage and/or handling of the packs. The adequate care and handling of sterile basin packs will prevent package integrity issues. Synergy health north america personnel have visited the user facility¿s location on several occasions to provide in-service training on the proper handling and storage of the sterile basin packs and will continue to work closely with user facility personnel to ensure the package integrity is maintained.

Event description:
The user facility reported a hole was identified in the surgical linen of a basin pack. As reported in (B)(4), the hole was identified prior to the surgical linen being brought into the operating room for use. The sterile field was not compromised and there was no harm or safety issue presented to the patient.